Event description:
Review of service data detected a reportable event. During servicing, the rear response buttons of monitor sn (B)(4) was not functioning properly. The last pt to use this monitor did not report any deficiencies.

Manufacturer narrative:
Device eval of monitor sn (B)(4) has been completed. Upon eval, the rear response button was not functioning properly. The cause for the defective response button is a damaged connector. The root cause for the damaged connector cannot be positively identified. No adverse event resulted from the defective response button connector. The last pt to use this monitor did not report any deficiencies.